Event description:
A customer reported to baxter (B)(4) of an administration set that had a distal luer broken in a catheter line during infusion. A patient was involved; however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The sample was visually checked and the luer was damaged. The root cause of this condition was undetermined. A batch review cannot be performed since there was no lot number provided. This issue is being investigated through CAPA. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.